Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 18-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain without any determined origin") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("very painful joint and muscle pain"), gastrointestinal pain ("digestive pain without any determined origin") and pain ("migrating and very disabling pain on a daily basis (shoulders, wrists, hands, elbows, knees, hips, etc.) Like a permanent inflammatory state"). The patient was treated with surgery (a hysterectomy and salpingectomy will be performed on (B)(6) 2024). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, pelvic pain, gastrointestinal pain or pain. The reporter commented: no osteoarthritis, no rheumatoid arthritis, nor other autoimmune diseases explored by doctors. Patient¿s current status: given the very disabling context of the pain, surgery scheduled for a hysterectomy and salpingectomy on (B)(6) 2024. Patient finds it regrettable that no information was sent to them by the health agency as soon as bayer decided to withdraw its device from the market, as if this had been known the medical wandering would perhaps have been less (5 years before mentioning the possibility of a link). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. The following amendment was made: ha number was entered in nca reference number field. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain without any determined origin") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("very painful joint and muscle pain"), gastrointestinal pain ("digestive pain without any determined origin") and pain ("migrating and very disabling pain on a daily basis (shoulders, wrists, hands, elbows, knees, hips, etc.) Like a permanent inflammatory state"). The patient was treated with surgery (a hysterectomy and salpingectomy will be performed on (B)(6) 2024). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, pelvic pain, gastrointestinal pain or pain. The reporter commented: no osteoarthritis, no rheumatoid arthritis, nor other autoimmune diseases explored by doctors. Patient¿s current status: given the very disabling context of the pain, surgery scheduled for a hysterectomy and salpingectomy on (B)(6) 2024. Patient finds it regrettable that no information was sent to them by the health agency as soon as bayer decided to withdraw its device from the market, as if this had been known the medical wandering would perhaps have been less (5 years before mentioning the possibility of a link). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm on 18-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain without any determined origin") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("very painful joint and muscle pain"), gastrointestinal pain ("digestive pain without any determined origin") and pain ("migrating and very disabling pain on a daily basis (shoulders, wrists, hands, elbows, knees, hips, etc.) Like a permanent inflammatory state"). The patient will be treated with surgery (a hysterectomy and salpingectomy will be performed on (B)(6) 2024). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, pelvic pain, gastrointestinal pain or pain. The reporter commented: no osteoarthritis, no rheumatoid arthritis, nor other autoimmune diseases explored by doctors. Patient¿s current status: given the very disabling context of the pain, surgery scheduled for a hysterectomy and salpingectomy on (B)(6) 2024. Patient finds it regrettable that no information was sent to them by the health agency as soon as bayer decided to withdraw its device from the market, as if this had been known the medical wandering would perhaps have been less (5 years before mentioning the possibility of a link). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.